Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported starting about 2 days ago, all of their groups were displaying 'settings not available' on their controller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned this had happened once before. Additional information was received from a patient stating they talked with their rep and the rep had them change the program on the controller. Patient reports it is still messed up. The patient (pt) called back and reported they have had nothing but problems with the stimulator since they had the implant in 2021. Patient stated they are getting message cannot provide desired intensity on all the groups and programs since january 2026 and it doesn't feel like it is working right. Patient stated they had to have her leads replaced twice and they think that is the problem again and they will have the implant taken out. Patient stated they spoke with a rep in jan 2026 about the message settings not available and the rep told them if one of the group is working that is ok. Patient stated they didn't think the group was working but pt didn't want to bother anyone. Patient stated they are currently in another state and requested physician list for the area. Agent asked patient if they are able to charge the implant and patient said yes. Patient service confirmed patient did not have a fall or trauma or car accident. Agent reviewed reps role and recommend patient consult with healthcare provider office for next steps. The issu e was not resolved. The patient was redirected to their healthcare provider to further address the issue.